Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # v653791, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3487a-45, lot # v478097, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3887-56, lot # va0cqx7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3887-56, lot # va0cqx7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3487a-45, lot # v478097, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3887-56, lot # va0cqx7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3887-56, lot # va0cqx7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not feeling stimulation. The etiology of the event was four leads and the neurostimulator. The intervention included replacement of the lead about 4 months prior to the reporting of the event. The event was possibly related to the device or therapy, and possibly related to the implant procedure. The event resolved without sequelae after the surgical intervention.

Event description:
Additional information received reported that the signs and symptoms included inadequate pain coverage due to lead migration. The severity was noted as mild.